Event description:
Customer reported blood glucose results of 441 mg/dl and 190 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, treated with 25 units of unspecified insulin. No adverse event reported. A request was made for the return of the system, replacement was sent.